Event description:
During an in-clinic follow-up, the device was found to be in backup (bvvi) mode. The cause of the bvvi was found to be radiation therapy and low battery voltage due to normal depletion. No intervention has been performed, although a device replacement is anticipated. The patient was stable and will continue to be monitored.